Event description:
Customer contacted FDA via medwatch sys to report a complaint from a contracted svc tech that was servicing our prod for the hosp.

Manufacturer narrative:
Our dir of customer svc resources went to the hosp to address their initial complaint. The communication of the contract bio medical svc tech was reviewed and was determined by our dir of csr and hosp dir and their svc mgr to be inaccurate and misleading. The table in question was reviewed and found to be in good working order as shipped from the factory. The account was satisfied with the follow up and that their table was in perfect working order. It was also agreed by everyone that a different bio medical svc repair be used and that the previous tech no longer be allowed.